Manufacturer narrative:
Novocure's medical opinion is that a contribution of the transducer arrays to the skin inflammation/irritation that required medical intervention cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).

Event description:
A 52-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2025. On (B)(6) 2025, the patient reported to novocure that he had been experiencing persistent itching and scalp irritation associated with optune gio therapy. The patient noted that the use of a skin barrier had been attempted but provided no relief. To address the symptoms, the healthcare provider (hcp) prescribed an unspecified oral medication and an antibiotic ointment. On (B)(6) 2025, the patient communicated that the hcp had recommended discontinuation of optune gio therapy due to a persistent skin reaction attributed to the hydrogel. The prescribing physician was contacted for further details, although no reply was received.